Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the loss of water tightness was poor water tightness of the cable unit. The investigation concluded that the issue was attributable to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited poor water tightness of the cable unit, resulting in a loss of water tightness. There was no patient involvement.